Manufacturer narrative:
(B)(6). A manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed because the issue could not be replicated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that 2 issue occurred during the procedure. The first, the site took an image for the patient and hit "esc" on the system to back to the patient information screen, and the mobile view station (mvs) defaulted to displaying the previous patient. Rather than the patient they were currently taking exams for. The second, the site took a 3d spin and during the spin the mvs did not show the progress bar on the screen, but the image acquisition system (ias) continues to take the spin. The site continued to hold the button until the spin completed, but the mvs was unresponsive and they could not get the spin to show up. The manufacturer representative pressed ctrl-alt-del on the mvs and the system became responsive once more and the spin showed up.